Event description:
During investigation of electrode belt sn (B)(4) for an unrelated issue, a reportable problem was discovered. The green wire in the trunk cable connector was broken. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation it was discovered that the green (+3.3v) wire was broken inside the trunk cable insulation. The root cause for the broken wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the broken wire. The pt received a replacement electrode belt.